Event description:
The customer contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during set up. The home patient (hp) stated the message appeared on the display and they notified the registered nurse (rn). The hp stated they did not experience any iipv symptoms during the previous therapy. The hp would like to continue with therapy for the night. The technical service representative (tsr) had the hp press stop and go to continue with set up. The hcp was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), based on the reported information. The assignable cause of the iipv was undetermined.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.